Event description:
Pt's dobhuff feeding tube was replaced per process. A decision was made to brindle the feeding tube to secure it in place, which was unsuccessful. Upon the removal of the magnetic stem from the pt's nose, the magnet from the white stem detached from the device and lodged in the bridge of the pt's nose. Attempts to manually retrieve the white magnetic stem was unsuccessful. An x-ray and CT scan revealed the magnet to be in the pt's nasal cavity superiorly along the right aspect of the nasal septum. An ent was consulted, who took the pt to surgery to successfully remove the magnet. Diagnosis or reason for use: secure the dobhuff feeding tube in place.